Event description:
A stock controller reported that after an intraocular lens (iol) was implanted, there was a refractive error. The lens was exchanged for another lens. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. Unable to conduct power & resolution test (lens bench) due to condition of returned sample. Results from the product history record review indicated the product met release criteria. Additional observations were as follows; lens returned in the lens case and is cut in two (2) pieces through the center of the optic. The lens is immersed in blood and solution. One haptic tip is broken/torn and not returned. The root cause for the reported complaint appears to be a coincidental event that was unrelated to iol as the returned questionnaire states; in surgeons opinion, the device did not cause or contribute to the event. Based on the results from the product and batch history record, the lens met release criteria. (B)(4).